Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Aortic neck was 22-27 mm in diameter and 19 mm long with mild angulation, thrombus, and calcification. Iliacs were mildly calcified and severely tortuous; especially at the external iliacs. The endurant stent graft was delivered and deployed without issues, with the main body/ipsilateral limb on the left side. Upon removal of the delivery system, the bifurcated stent graft nose cone became stuck in the ipsilateral limb and could not be smoothly removed. The graft cover was stuck in the distal third of the limb and ended up becoming accordioned. The device was advanced and was able to then be retracted and smoothly withdrawn. The severe iliac tortuosity and possibly the guidewire's biasing of the device against the wall of the limb may have also contributed to the removal difficulties. No clinical sequelae were reported, and the patient is fine. A review of returned 3d images confirmed severely tortuous iliacs. A returned photo of the delivery system showed the delivery system severely kinked approx 2 cm from the end of the sheath.

Manufacturer narrative:
Evaluation, method: (B)(4) films. Evaluation, results: (B)(4) patient's condition affected effectiveness of device (anatomy related; vessel morphology) (B)(4) inherent risk of procedure (kink), (B)(4) device failure/lack of effectiveness related to patient condition (anatomy related; vessel morphology).